Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Afte review of the pfs for MDR reportability, there is no new information would affect the investigation. This complaint was updated on 4/8/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update- 4/2/15 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion at the head/neck junction, and increased metal ion levels. The stem is being added to the complaint. There was no mention of dislocations, infection, or metallosis as previously alleged.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
In addition to what was previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. After review of medical records for the MDR reportability, there is no new information.